Manufacturer narrative:
(B)(4). Evaluation summary: one delivery system and capsule were returned to medtronic for evaluation. The delivery system was investigated visually for external damage. The trocar needle was advanced. There were no signs of blood or tissue on the device. The delivery system was bent at the end of handle end, but the plunger was not broken. The emergency release on the delivery system was not implemented. The wire that holds the capsule was completely off and the foam gasket was in good condition. The delivery system did not have any visible damage. As the product was received, the bent wires at the end of the handle are indicative. There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental.

Event description:
A repeat procedure was necessary due to the alleged device malfunction. The capsule was removed using a roth net. An endoscopy was performed prior to the procedure and the patient appeared to have esophagitis. The device operator has been performing bravo capsule studies for three years. Lubricant was used to facilitate capsule placement and the reporter confirmed that lubricant did not fall into the capsule chamber. No known adverse events were reported.

Event description:
Customer reported on a bravo ph capsule that failed to attach. The patient was not injured following the procedure.